Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/migration/migration of essure device location of device: inside the uterus'), fallopian tube perforation ('fallopian tube perforation/migration') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included anxiety, depression, post-traumatic stress disorder, restless leg syndrome and syncope. Previously administered products included for an unreported indication: ortho-novum and depo-provera. Concurrent conditions included asthma, heart disorder, seizure, hypokalemia, eustachian tube disorder, otalgia, hearing loss, benign essential hypertension, temporomandibular joint disorder, indigestion, gastrointestinal inflammation, anorectal pain, edema, uterine prolapse, cystocele, candidiasis of mouth, cervicitis, hematuria, hematemesis, palpitations, arrhythmia, pain in hip, peritoneal adhesions, menometrorrhagia and endometriosis. Concomitant products included althaea officinalis extract;arctium lappa extract;echinacea angustifolia extract;eucalyptus globulus extract;hydrastis canadensis extract;petroselinum crispum extract;trigonella foenum-graecum extract (allerease), atenolol, cyclobenzaprine, gabapentin, glyceryl trinitrate (nitroglycerin), hydroxyzine, promethazine and ropinirole hydrochloride (requip). On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("yeast infection"), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd") and vaginal discharge ("vaginal discharge"). In (B)(6)2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings") and abdominal distension ("bloating"). In (B)(6)2008, the patient experienced urinary tract infection ("urinary tract infection"). In 2011, the patient experienced kidney infection ("septic kidney infection") and urinary incontinence ("urinary incontinence"). In 2012, the patient was found to have blood urine present ("blood in urine") and experienced restless legs syndrome ("restless legs syndrome"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced adenomyosis ("endometriosis of uterus"), 9 years after insertion of essure. On (B)(6)2017, the patient experienced cervical dysplasia ("pre-cervical cancer"). In (B)(6)2017, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), gastrointestinal disorder ("gi conditions"), vulvovaginal pain ("vaginal pain") and uterine polyp ("pre-cancerous polyps inside the uterus") and was found to have neoplasm ("tumor"). The patient was treated with surgery (ablation, hysterectomy (full) and salpingectomy (unilateral) and hysterectomy (full) and salpingectomy (unilateral)/ adhesiolysis). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, cervical dysplasia, abdominal pain, back pain, menorrhagia, gastrointestinal disorder, nausea, neoplasm, female sexual dysfunction, dysmenorrhoea, dyspareunia, mood swings, blood urine present, restless legs syndrome, allergy to metals, depression, anxiety, post-traumatic stress disorder, cyst, adenomyosis, abdominal distension, vaginal discharge and urinary incontinence outcome was unknown, the pelvic pain and vulvovaginal pain was resolving and the fatigue, kidney infection, urinary tract infection and vulvovaginal mycotic infection had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, anxiety, back pain, blood urine present, cervical dysplasia, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, kidney infection, menorrhagia, mood swings, nausea, neoplasm, pelvic pain, post-traumatic stress disorder, restless legs syndrome, urinary incontinence, urinary tract infection, uterine perforation, uterine polyp, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, back pain, migration, fallopian tubes perforation, uterus perforation, fatigue, gi conditions ,nausea, tumors and pre-cervical cancer. Discrepancy noted for date of insertion- (B)(6)2008 as per pfs. Discrepancy noted for date of removal- (B)(6)2016 left side, (B)(6)2017 right side as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 167.6 kgs. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, fatigue, nausea, dysmenorrhoea, dyspareunia, urinary tract infection, vulvovaginal mycotic infection, restless legs syndrome, post-traumatic stress disorder, depression, anxiety and adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/migration/migration of essure device location of device: inside the uterus'), fallopian tube perforation ('fallopian tube perforation/migration') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included anxiety, depression, post-traumatic stress disorder, restless leg syndrome and syncope. Previously administered products included for an unreported indication: ortho-novum and depo-provera. Concurrent conditions included asthma, heart disorder, seizure, hypokalemia, eustachian tube disorder, otalgia, hearing loss, benign essential hypertension, temporomandibular joint disorder, indigestion, gastrointestinal inflammation, anorectal pain, edema, uterine prolapse, cystocele, candidiasis of mouth, cervicitis, hematuria, hematemesis, palpitations, arrhythmia, pain in hip, peritoneal adhesions, menometrorrhagia and endometriosis. Concomitant products included althaea officinalis extract;arctium lappa extract;echinacea angustifolia extract;eucalyptus globulus extract;hydrastis canadensis extract;petroselinum crispum extract;trigonella foenum-graecum extract (allerease), atenolol, cyclobenzaprine, gabapentin, glyceryl trinitrate (nitroglycerin), hydroxyzine, promethazine and ropinirole hydrochloride (requip). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("yeast infection"), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings") and abdominal distension ("bloating"). In (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection"). In 2011, the patient experienced kidney infection ("septic kidney infection") and urinary incontinence ("urinary incontinence"). In 2012, the patient was found to have blood urine present ("blood in urine") and experienced restless legs syndrome ("restless legs syndrome"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced adenomyosis ("endometriosis of uterus"), 9 years after insertion of essure. On (B)(6) 2017, the patient experienced cervical dysplasia ("pre-cervical cancer"). In (B)(6) 2017, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), gastrointestinal disorder ("gi conditions"), vulvovaginal pain ("vaginal pain") and uterine polyp ("pre-cancerous polyps inside the uterus") and was found to have neoplasm ("tumor"). The patient was treated with surgery (ablation, hysterectomy (full) and salpingectomy (unilateral) and hysterectomy (full) and salpingectomy (unilateral)/ adhesiolysis). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, cervical dysplasia, abdominal pain, back pain, menorrhagia, gastrointestinal disorder, nausea, neoplasm, female sexual dysfunction, dysmenorrhoea, dyspareunia, mood swings, blood urine present, restless legs syndrome, allergy to metals, depression, anxiety, post-traumatic stress disorder, cyst, adenomyosis, abdominal distension, vaginal discharge and urinary incontinence outcome was unknown, the pelvic pain and vulvovaginal pain was resolving and the fatigue, kidney infection, urinary tract infection and vulvovaginal mycotic infection had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, anxiety, back pain, blood urine present, cervical dysplasia, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, kidney infection, menorrhagia, mood swings, nausea, neoplasm, pelvic pain, post-traumatic stress disorder, restless legs syndrome, urinary incontinence, urinary tract infection, uterine perforation, uterine polyp, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, back pain, migration, fallopian tubes perforation, uterus perforation, fatigue, gi conditions ,nausea, tumors and pre-cervical cancer. Discrepancy noted for date of insertion- (B)(6) 2008 as per pfs discrepancy noted for date of removal- (B)(6) 2016 left side, (B)(6) 2017 right side as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 167.6 kgs. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, fatigue, nausea, dysmenorrhoea, dyspareunia, urinary tract infection, vulvovaginal mycotic infection, restless legs syndrome, post-traumatic stress disorder, depression, anxiety and adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: extension of expected date of next report for ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/migration/migration of essure device location of device: inside the uterus'), fallopian tube perforation ('fallopian tube perforation/migration'), genital haemorrhage ('general abnormal bleeding') and cervix carcinoma ('pre-cervical cancer/pre-cancerous polyps inside the uterus') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included anxiety, depression, post-traumatic stress disorder, restless leg syndrome and syncope. Previously administered products included for an unreported indication: ortho-novum and depo-provera. Concurrent conditions included asthma, heart disorder, seizure, hypokalemia, eustachian tube disorder, otalgia, hearing loss, hypertension, temporomandibular joint disorder, indigestion, gastrointestinal inflammation, anorectal pain, edema, uterine prolapse, cystocele, candidiasis of mouth, cervicitis, hematuria, hematemesis, palpitations, arrhythmia, pain in hip, peritoneal adhesions, menometrorrhagia and endometriosis. Concomitant products included althaea officinalis extract;arctium lappa extract;echinacea angustifolia extract;eucalyptus globulus extract;hydrastis canadensis extract;petroselinum crispum extract;trigonella foenum-graecum extract (allerease), atenolol, cyclobenzaprine, gabapentin, glyceryl trinitrate (nitroglycerin), hydroxyzine, promethazine and ropinirole hydrochloride (requip). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("yeast infection"), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings") and abdominal distension ("bloating"). In (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection"). In 2011, the patient experienced kidney infection ("septic kidney infection") and urinary incontinence ("urinary incontinence"). In 2012, the patient was found to have blood urine present ("blood in urine") and experienced restless legs syndrome ("restless legs syndrome"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced adenomyosis ("endometriosis of uterus"), 9 years after insertion of essure. On (B)(6) 2017, the patient was found to have cervix carcinoma (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), gastrointestinal disorder ("gi conditions") and vulvovaginal pain ("vaginal pain") and was found to have neoplasm ("tumor"). The patient was treated with surgery (ablation, hysterectomy (full) and salpingectomy (unilateral) and hysterectomy (full) and salpingectomy (unilateral)/ adhesiolysis). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, cervix carcinoma, abdominal pain, back pain, menorrhagia, gastrointestinal disorder, nausea, neoplasm, female sexual dysfunction, dysmenorrhoea, dyspareunia, mood swings, blood urine present, restless legs syndrome, allergy to metals, depression, anxiety, post-traumatic stress disorder, cyst, adenomyosis, abdominal distension, vaginal discharge and urinary incontinence outcome was unknown, the pelvic pain and vulvovaginal pain was resolving and the fatigue, kidney infection, urinary tract infection and vulvovaginal mycotic infection had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, anxiety, back pain, blood urine present, cervix carcinoma, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, kidney infection, menorrhagia, mood swings, nausea, neoplasm, pelvic pain, post-traumatic stress disorder, restless legs syndrome, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, back pain, migration, fallopian tubes perforation, uterus perforation, fatigue, gi conditions ,nausea, tumors and pre-cervical cancer. Discrepancy noted for date of insertion- (B)(6) 2008 as per pfs. Discrepancy noted for date of removal- (B)(6) 2016 left side, (B)(6) 2017 right side as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 167.6 kgs. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, fatigue, nausea, dysmenorrhoea, dyspareunia, urinary tract infection, vulvovaginal mycotic infection, restless legs syndrome, post-traumatic stress disorder, depression, anxiety and adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs and medical record received. Events added: abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), mood swings, urinary tract infection, yeast infection, blood in urine, restless legs syndrome, nickel allergy, depression, anxiety, ptsd, cysts, endometriosis of uterus, bloating, vaginal discharge, vaginal discharge and vaginal pain. Event clubbed: pre-cervical cancer/pre-cancerous polyps inside the uterus and uterine perforation/migration/migration of essure device location of device: inside the uterus. Event outcome updated for: pelvic pain and fatigue. Reporters, medical history and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/migration'), fallopian tube perforation ('fallopian tube perforation/migration'), cervix carcinoma ('pre-cervical cancer') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and nausea ("nausea") and was found to have cervix carcinoma (seriousness criterion medically significant) and neoplasm ("tumor"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, cervix carcinoma, genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia, fatigue, gastrointestinal disorder, nausea and neoplasm outcome was unknown. The reporter considered abdominal pain, back pain, cervix carcinoma, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, neoplasm, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, back pain, migration, fallopian tubes perforation, uterus perforation, fatigue, gi conditions ,nausea, tumors and pre-cervical cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant change ppc added. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/migration/migration of essure device location of device: inside the uterus'), fallopian tube perforation ('fallopian tube perforation/migration') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included anxiety, depression, post-traumatic stress disorder, restless leg syndrome and syncope. Previously administered products included for an unreported indication: ortho-novum and depo-provera. Concurrent conditions included asthma, heart disorder, seizure, hypokalemia, eustachian tube disorder, otalgia, hearing loss, benign essential hypertension, temporomandibular joint disorder, indigestion, gastrointestinal inflammation, anorectal pain, edema, uterine prolapse, cystocele, candidiasis of mouth, cervicitis, hematuria, hematemesis, palpitations, arrhythmia, pain in hip, peritoneal adhesions, menometrorrhagia and endometriosis. Concomitant products included althaea officinalis extract;arctium lappa extract;echinacea angustifolia extract;eucalyptus globulus extract;hydrastis canadensis extract;petroselinum crispum extract;trigonella foenum-graecum extract (allerease), atenolol, cyclobenzaprine, gabapentin, glyceryl trinitrate (nitroglycerin), hydroxyzine, promethazine and ropinirole hydrochloride (requip). On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("yeast infection"), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings") and abdominal distension ("bloating"). In (B)(6)2008, the patient experienced urinary tract infection ("urinary tract infection"). In 2011, the patient experienced kidney infection ("septic kidney infection") and urinary incontinence ("urinary incontinence"). In 2012, the patient was found to have blood urine present ("blood in urine") and experienced restless legs syndrome ("restless legs syndrome"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced adenomyosis ("endometriosis of uterus"), 9 years after insertion of essure. On (B)(6) 2017, the patient experienced cervical dysplasia ("pre-cervical cancer"). In (B)(6) 2017, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), gastrointestinal disorder ("gi conditions"), vulvovaginal pain ("vaginal pain") and uterine polyp ("pre-cancerous polyps inside the uterus") and was found to have neoplasm ("tumor"). The patient was treated with surgery (ablation, hysterectomy (full) and salpingectomy (unilateral) and hysterectomy (full) and salpingectomy (unilateral)/ adhesiolysis). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, cervical dysplasia, abdominal pain, back pain, menorrhagia, gastrointestinal disorder, nausea, neoplasm, female sexual dysfunction, dysmenorrhoea, dyspareunia, mood swings, blood urine present, restless legs syndrome, allergy to metals, depression, anxiety, post-traumatic stress disorder, cyst, adenomyosis, abdominal distension, vaginal discharge and urinary incontinence outcome was unknown, the pelvic pain and vulvovaginal pain was resolving and the fatigue, kidney infection, urinary tract infection and vulvovaginal mycotic infection had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, anxiety, back pain, blood urine present, cervical dysplasia, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, kidney infection, menorrhagia, mood swings, nausea, neoplasm, pelvic pain, post-traumatic stress disorder, restless legs syndrome, urinary incontinence, urinary tract infection, uterine perforation, uterine polyp, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, back pain, migration, fallopian tubes perforation, uterus perforation, fatigue, gi conditions ,nausea, tumors and pre-cervical cancer. Discrepancy noted for date of insertion- (B)(6) 2008 as per pfs discrepancy noted for date of removal- (B)(6) 2016 left side, (B)(6) 2017 right side as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 167.6 kgs. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, fatigue, nausea, dysmenorrhoea, dyspareunia, urinary tract infection, vulvovaginal mycotic infection, restless legs syndrome, post-traumatic stress disorder, depression, anxiety and adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query: event pre-cervical cancer/pre-cancerous polyps inside the uterus was splitted and coded to cervical dysplasia and uterine polyp. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/migration '), fallopian tube perforation ('fallopian tube perforation/migration'), cervix carcinoma ('pre-cervical cancer') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and nausea ("nausea") and was found to have cervix carcinoma (seriousness criterion medically significant) and neoplasm ("tumor"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, cervix carcinoma, genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia, fatigue, gastrointestinal disorder, nausea and neoplasm outcome was unknown. The reporter considered abdominal pain, back pain, cervix carcinoma, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, neoplasm, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, back pain, migration, fallopian tubes perforation, uterus perforation, fatigue, gi conditions ,nausea, tumors and pre-cervical cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received- event injury to herself removed and new events uterine perforation, fallopian tube perforation, device migration, general abnormal bleeding, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fatigue, gi conditions, nausea, tumor, pre-cervical cancer and she did not undergo essure confirmation test were added. Patient demography added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.